Manufacturer narrative:
A2 age at time of event: 59 (units not specified) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and female connector of the minicap transfer set. This occurred while disconnecting after peritoneal dialysis therapy. When the patient tried to disconnect, the main body of the transfer set became loose, and it was not possible to disconnect the female connector of the transfer set from the patient line of the cassette. The patient clamped, cut off the patient line of the cassette, and went to the nearest peritoneal dialysis unit for prophylactic antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.